Event description:
Ous MDR - after an implantation duration of about 47 months, oversensing with shocks was reported. Apart from the shocks, no further adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected. Both parts of the lead were received. It is reasonable to assume that the lead was dissected in the course of the lead explantation. Due to the damages the mechanical and electrical inspection of the lead was not properly feasible. The analysis of the lead demonstrated a damaged insulation at a distance of some 39.5 cm proximal to the lead tip. This finding can be considered as the root cause for the observed issues as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the ICD can. The deformation of the vcs shock coil occurred most likely during the surgery. The analysis of the lead did not reveal any sign of a material or manufacturing problem.